Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic bilateral salpingo-oophorectomy patient status: no patient injury or illness occur associated with this event. "Tissue kept slipping out of jaws surgeon carried on with same device, grasped the tissue very firmly the sales rep was present in the theatre during the procedure, but couldn't tell whether the problem was at the handle, the hinges or the jaws. Additional information received from rep on 27jun2017: the tissue was slipping both while grasping the tissue and while activating the fuse button. Slipping while cutting can not be confirmed, but the surgeon was very aware that the tissue was slipping, so double sealed appropriately (side by side as per IFU). The tissue type was the broad ligament during the bso. Tissue was no thicker than normal, maybe 3-4 mm at most. Slipping whilst grasping occurred around 80% of the time. The slipping during activation was witnessed twice by the rep, the surgeon was very careful after that. There were no additional liquids or lubricants used in the case and none added to the jaws. No suction-irrigation was used and the jaws were wiped dry with a swab after cleaning at activation/alarm 18. The slipping was first witnessed during activation at around activation 23, the second time a few activations after. It's uncertain whether it did not slip in the activations prior to this."

Manufacturer narrative:
Investigation summary: the event device was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the reported event however, the complainant's experience could only be replicated when tension was applied to the tissue during. Otherwise, the event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and information received from the complainant, it is likely that the reported event was caused by tension that was applied while grasping tissue. The instructions for use (IFU) cautions the user to eliminate tension on the tissue to ensure proper sealing performance and to eliminate tension on the tissue to ensure proper cutting performance. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received from tm on july 12 with respect to questions from amr if there was tension on the tissue when it slipped out. The answer is that the surgeon mentioned to the tm that he couldn't really remember but that as his assistant was not one of the most experienced it was likely that there was a fair amount of tension on the tissue. The surgeon mentioned that it was likely just how they were using it on the day and not the device itself.